Event description:
It was reported that the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone and the following troubleshooting steps were performed: through the menu button and advanced menu, adjusting the recording settings to change the recording image to memory from high definition to standard definition. The record option for memory/server was set from off to on, and changes were saved by pressing esc twice. After testing image capture from the scope, it was verified that images displayed correctly without errors. For monitor connections, the switch to serial digital interface 2 improved high-definition signal, ensuring the ports for both the monitor and cv-190 were correctly positioned. Final tests confirmed that capturing images worked properly, resolving the issue. The customer informed olympus technical assistance support of the event, and the device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.